Manufacturer narrative:
A sample was provided for investigation. A review of the device history record (DHR) was not performed since the lot number was not manufactured by the current manufacturing facility. A review of the non-conforming material report (ncmr) was performed for the part number for the past 12 months and no manufacturing or material defects were reported that could have caused or contributed to the reported incident for lids that do not fit, or have an assembly issue between the base and top. According with customer complaint records, six additional complaints were reported for the same part number and issue over the last 12 months, however there were not internal rejects for the same part number and issue. Additionally, a pull test was completed with the container and they confirmed that all corners fit correctly into the base, after that they noticed one to be slightly looser in the four corners pulled but confirmed as did not affect the function and met the product specification. The root cause was unknown and could not be confirmed after investigation. Bd will continue to monitor this issue for any trends. The DHR could not be reviewed since the lot number was not manufactured by flex medical. H3 other text : see h. 10

Event description:
It has been reported that the sharps coll 1.5qt red has been found with lids not fitting the containers before use. The following has been provided by the initial reporter: it was reported that the lids do not fit the containers. Verbatim: lids do not fit the container ( 1 case of product)

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the sharps coll 1.5qt red has been found with lids not fitting the containers before use. The following has been provided by the initial reporter: it was reported that the lids do not fit the containers. Verbatim: lids do not fit the container ( 1 case of product).